Event description:
Same case as: 2134265-2013-07262, 2134265-2013-07266. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit unable to performed automatic pullback. Manual pullback was performed without problem and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis in good condition. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07262, 2134265-2013-07266. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit unable to performed automatic pullback. Manual pullback was performed without problem and completed the procedure. No patient complications were reported.